Event description:
This spontaneous case was reported in comments section of a digital article by a non-health professional and describes the occurrence of perforation ("essure perforates organs / essure had to be removed from pancreas and liver because it has migrated") and device dislocation ("essure tends to migrate to unsuspected places, most of the times to uterus /essure has migrated") in a unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. It was reported that there are some users that on unknown date experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) or device expulsion ("essure tends to migrate to unsuspected places, most of the times to uterus /essure has migrated"). Some of the patients was treated with surgery (essure removal). At the time of the report, the perforation, device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and perforation to be related to essure. The reporter commented: all events were considered as related by reporter. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.